Manufacturer narrative:
The sample was drawn into a lithium heparin tube and centrifuged at 2300 g for 10 minutes. Qc levels one and two resulted within the customer's established ranges on the day of the event. Qc level three initially resulted out of range high and resulted within range upon repeat analysis. A system check was performed on (B)(4) 2011, which met specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a high sensitivity (hs) system check and qc validation testing, which both passed with no issues noted. The fse did not note any hardware issues that contributed to this event. A root cause was not determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low troponin (accutni) result for one patient, generated by the access 2 immunoassay system. Results within the risk stratification range were obtained upon repeat analysis on an alternate instrument. The erroneous results were reported out of the laboratory. The customer did not report affect to the patient or end user attributed or connected to this event.